Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the   patient noticed an instant change in their symptoms with the trial, but with the ins they still have accidents and they had one this morning. Patient stated that the ins was indicated for both bladder and bowel control, but more for bowel than bladder.  They had the patient change to a different program each time. The patient stated that they were on the final program at the time of the call, noting that they had tried each of the other programs for a week or longer. The patient stated that they had increased amplitude on each of those programs as well. The patient was redirected to their hcp to further address the issue. The patient was in brooklyn, ny at the time of the call and won't be back to their home in florida for a few months. The patient requested contact information for the rep based in brooklyn. Agent reviewed role of rep and emailed physician listings to the patient. Agent reviewed that once the patient has established carewith an hcp in brooklyn, the h cp can invite a rep to an appointment. Agent sent an email to patient registration services to update the patient's last name, address, phone number, and hcp information. Additional information was received from the patient on 2026-jan-07. The patient reported that that they had relief during the trial but not since the implant. The caller reported that they were worked with a manufacturing representative (rep) in person and on the phone. The caller reported that they tried changing programs. When the patient decreased the settings, they had return of symptoms. The caller noted that they were supposed to have it explanted on thursday, but now they were not sure they wanted to. The caller clicked over to get another call, which was a rep. The agent conferenced in the rep. The caller stopped responding to the agent's questions. The rep confirmed with the patient that they had undergone radiation. The caller described an accident today where they ate pizza and candy and had urgency 1.5 hour later in the meeting. The rep began speaking about personal things with the patient, and the agent disconnected. Additional information was received from the manufacturing representative (rep) on 2026-feb-01 e1. The rep reported that the patient had turned their therapy off completely to determine if it was indeed helping. The rep spoke with the patient after they turned the therapy off, and ultimately, the patient decided that they would turn therapy back on because it was indeed helping them with their fecal incontinence. The rep said that they would continue to manage the patient's device and check in with the patient to ensure that they were happy with the reduction of their symptoms.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they saw this patient for a reprogramming and put them on program a with all electrodes on. The patient did have success and had a better relief of their fecal incontinence. They did not know the dates of radiation. They did give the reprogramming note to the doctor and have talked to the patient since then and they were doing good for now. That was all the information the rep had for this patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.